Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly failed to deploy. The procedure was completed with a replacement filter. Further material twisted, bent and activation failure including expansion failures was identified. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one video fluoroscopy was provided and reviewed. The device has been introduced via a right femoral access. The with withdrawal of the sheath, the filter opens incompletely. The legs appear to be tethered. Received one denali femoral filter kit. The kit included one pusher catheter, one touhy borst adapter loaded onto a pusher catheter, one partially deployed denali filter in a detached filter storage tube. On visual evaluation, the complaint sample appeared to have residue at the distal end of the pusher catheter. The base of the pusher wire was noted to be bent. The filter was observed to be partially deployed within the filter storage tube. There appeared to be skiving throughout the filter storage tube. On functional testing, using a mandril, the filter was pushed out from the proximal end of the filter storage tube. No entanglement of the legs was present once the filter was released. Dimensional analysis was performed of the returned components. Therefore, the investigation is inconclusive for the reported positioning failure as the conditions during use cannot be recreated and the investigation identified and confirmed for the bent as the pusher wire was noted to bent. Additionally, the investigation identified and confirmed for activation failure including expansion failures as the filter opens incompletely, and the legs appear to be tethered in the video review. A definitive root cause for the reported failure to deploy and identified activation failure including expansion failures, bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.